Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motion sensor test failure alarm and motor error alarm. Customer's blood glucose was 165 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor leaking oil and contaminating the motor home switch also, unable to perform operating current, a21 error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm, a80 alarm or lost sensor alarm due to a35 alarms. The insulin pump was minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.